Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) delayed detection and "did not treat the ventricular fibrillation (vf) until it was too late." It was reported that early in the day the patient experienced shortness of breath and syncope at which time cardiopulmonary resuscitation efforts began. Review of the episode was unable to determine if the patient was in ventricular fibrillation (vf) or an agonal rhythm due to electro-mechanical dissociation. It was noted that the device showed the rhythm was not fast enough to deliver therapy but not slow enough to pace. Eventually the device detected in the vf zone and therapy was delivered, however, it is unclear as to whether the rhythm was converted. Some minutes later, a non-sustained ventricular tachycardia episode with a "strange" rhythm occurred again and the crt-d did not detect or deliver therapy. It was further reported that the patient is now in a vegetative state. A myocardial infarction was ruled out via hospital testing. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.